Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record could not be performed as no lot number was reported for this complaint. Although, product examination could not be performed as no product was returned for this complaint, the complaint is confirmed based on the account admitting that the nurse cut the wire to the battery pack with scissors. The reported event claimed that the wire had been cut and the battery pack ruptured shortly thereafter. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause for this complaint is that the customer cut the wire, creating a short circuit within the battery pack. This short circuit caused the reported event.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported the pulsavac popped, smoldered, and caught fire. Additional information was received on (B)(6) 2017, stating that a second battery pack was involved in the event. The battery pack (cut from the device) was sitting on the nurse`s cart table. The pack was possibly left from the previous day's case; at 0715 a "poof" sound was heard, followed by another "poof" sound. Smoke was noted in the air and the pack was immediately quarantined and taken from the room. No lot number/batch number were documented. The event occurred during surgery; however, there was no patient involvement. There was no medical intervention or additional surgical procedure required and there was no extension or delay in surgical procedure.